Event description:
During a routine performance and maintenance inspection, it was reported that the external adult hard paddles plates were separated from the paddle attachments. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and the adult paddle number info for ordering a replacement. F/u with the rptr found that after replacing the adult paddle adapter, the customer found that the paddles charge buttons was inoperative. The paddles charge pin was found broken. Hence, the customer is going to replace the whole external paddle assembly and return the device to service. The external adult hard paddles in question were not returned to physio-control for further investigation/eval.